Event description:
--

Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted damage to the insulation and deformed coils, which the laboratory concluded was likely induced due to suture sleeve tie down and removal. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no additional anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that after the recent implant of this right ventricular lead, the patient became restless and confused in her hospital room and dislodged the lead. The patient was brought back into hospital lab and a temporary pacing wire was placed. Shortly thereafter, the temporary pacing wire was also pulled out due to patient restlessness. One day later, surgical intervention was performed to explant and replace the dislodged rv lead. No adverse patient effects were reported.